Manufacturer narrative:
The field safety engineer present during the case, confirmed that the root cause of this incident was identified to be due to a user error, because the collision occurred while the movement of the robot arm was monitored by the surgeon. The user should have released the vigilance device to stop the movement of the robot arm

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the frame registration the robot arm touched the covers followed by a communication error and the robot had to be restarted.